Event description:
It was reported that after completing omnicurve case and removing instruments that some distal portion of peek sheath had broken off and was left in the patient. There was no medical intervention, no adverse consequences and no clinically significant surgical delay. The procedure was completed successfully.